Event description:
During a gastrectomy procedure, the instrument locked on the tissue. The surgeon applied another device. Additional tissue was resected. The pt's status is satisfactory.

Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. On the initial medwatch sent on 5/22/97, the following statement was made in the add'l MFR narative section h-10: "in addition ot the four method codes listed above in h-6 would like to include 86 x-ray." Please disregard this statement as an x-ray of the device in question was not taken.